Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical assistant reported that a system shut down during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The host central processing unit (cpu) and power distribution printed circuit board (pcb) were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 19, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. However, is most likely related to the host and the pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The host and power distribution were returned for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned samples were installed into a calibrated system. The system booted up with no issue. Burn-in, hd, and memory tests were performed without any issue. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).